Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that she was unable to clear the button error alarm, and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.